Event description:
It was reported patient was no longer getting effective relief after a fall. Patient had impedance issues on both leads that prevent the ipg from entering MRI mode.to address the issues, surgical intervention was undertaken wherein the entire system was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. Patient's weight was requested but not provided.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.